Manufacturer narrative:
(B)(4).

Event description:
It was reported a fistula declot procedure in the patient's arm was being performed in interventional radiology. The physician inserted the ptd catheter through the sheath and advanced it to the lesion. He the deployed the basket and hit the button to operate the device. As soon as he turned it on, the basket spun away from the catheter and broke away, separating from the catheter. He pulled out the catheter but the basket was still in the patient. The physician then used a snare to retrieve the basket. As a result, he then opened another kit and was able to successfully complete the procedure with no issue. There was no delay in treatment and no patient death or complications reported.